Manufacturer narrative:
Investigation summary bd received four (4) photos for investigation. The analysis of the customer photos showed closure separation in all four photos, with the stopper remaining within the tube while the hemogard shield was removed. A total of 29 retained samples were sent for functional tests, where none of the samples failed the tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum that one (1) rubber stopper remained inside the tube when the plastic closure was removed by an automated processing line. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum that one (1) rubber stopper remained inside the tube when the plastic closure was removed by an automated processing line. There was no health impact or consequence reported.